Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The irritation was described as bruising under the front therapy pad. The patient reported the skin was itchy and red and she was suffering from a hematoma. There are no allegations of any bleeding, oozing, or weeping wounds. The patient used bepanthen lotion and the irritation improved. Supplemental report 9/13/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The irritation was described as bruising under the front therapy pad. The patient reported the skin was itchy and red and she was suffering from a hematoma. There are no allegations of any bleeding, oozing, or weeping wounds. The patient used bepanthen lotion and the irritation improved.